Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Materials#: 305122 batch#: 3024981. It was reported by the customer that there is a pinpoint hole in the plastic barrel portion attached to the needle. Verbatim: rcc received a complaint via email. Email(s) attached. Clinic reported: ¿I have had to date 2 needles from this box of needles, where there is a pin point hole in the plastic barrel portion attached to the needle, such that when I go to inject medication through the needle, the liquid medication shoots out the side of the hub. I have two other boxes of needles in addition to my current open box, with the same lot number and expiration date and bar codes.¿ mfg code: 305122. Description: needle bd 25g x 5/8in - 100`s. Lot: 3024981. Expiry: 3/31/2028. Wddc po: pom0105109 / 5-23-2023. (B)(6). I have provided the clinics invoice additionally, as they have 2 boxes.

Event description:
(B)(4) additional information. I had this issue happen twice, with two separate needles, in the first week of (B)(6) 2023 (12-01-2023 to 12-07-2023). I do not have photos or video of the event happening. In both incidents while I was injecting medication into an animal the medication being injected started shooting out of a pinpoint hole on the side from the plastic hub of the needle. Materials#: 305122 batch#: 3024981. It was reported by the customer that there is a pinpoint hole in the plastic barrel portion attached to the needle. Verbatim: rcc received a complaint via email. Email(s) attached. Clinic reported: ¿I have had to date 2 needles from this box of needles, where there is a pin point hole in the plastic barrel portion attached to the needle, such that when I go to inject medication through the needle, the liquid medication shoots out the side of the hub. I have two other boxes of needles in addition to my current open box, with the same lot number and expiration date and bar codes.¿ mfg code: 305122. Description: needle bd 25g x 5/8in - 100`s. Lot: 3024981. Expiry: 3/31/2028. Wddc po: pom0105109 / 5-23-2023. Clinic name: (B)(6). Address: (B)(6). Contact: dr. (B)(6). I have provided the clinics invoice additionally, as they have 2 boxes.

Manufacturer narrative:
(B)(4) follow up. A device history record review was completed by our quality engineer team for provided material number 305122 and lot number 3024981. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.